Event description:
The reporter indicated that the surgeon implanted a 12.1mm vicm5_12.1; -7 diopter implantable collamer lens into the patient's left eye (os) on (B)(6) 2022. The patient experienced low vaulting. On (B)(6) 2022 the lens was exchanged with a longer length lens and this resolved the problem. The cause of the event was reported as user error and noted "lens too short"; and there is no device causality.

Manufacturer narrative:
Claim#: (B)(4).